Event description:
Hcp reports the pt was having a spinal fusion. The physician was concerned about cutting the catheter during the procedure and had elected to stop the pump prior to surgery. The pump was emergently stopped and upon pump status after update it was noticed the drug name and concentration had changed along with pump stoppage. The drug infusion data had been lost due to the emergency pump stop. The pump was reprogrammed after surgery and the nurse did not change the drug concentration and also left the pump in a simple continuous mode. The pt had been on a complex continous dosing schedule. The pt was given a bolus. Once the pump was turned back on the pt had an overdose that required intubation and emergency management. The pt was sent to the intensive care unit. The pt was stabilized and pump programming was corrected 8 hours after realizing what had occurred. Hcp reported a pump memory error had not occurred.